Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link set did not properly connect to a catheter. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. During visual inspection, it was noted no extension was returned. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage, pressure and functional testing were all completed and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.